Event description:
It was reported that stimulation worked initially, but the patient fell while putting out hay for his horses and had required three lead revisions since then. Stimulation had been turned off for six months, and the patient had been scheduled to have a pain pump implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. The patient had concerns with his device or therapy and had scheduled a follow up with his hcp for (B)(6). Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3776-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type lead. Product ID 3776-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type recharger. Product ID 37743, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type programmer, (B)(4).